Event description:
It was reported that high, out of range, pacing lead impedance and high capture threshold were observed. The lead was capped and replaced without problems. Patient was in good condition after the procedure.